Event description:
The customer reported to philips healthcare that the heart start mrx had a defective etco2 module. It failed to provide readings intermittently. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.